Manufacturer narrative:
Livanova (B)(4) received water test results which confirmed the reported issue. The heater-cooler system 3t will not be returned to livanova (B)(4) for deep disinfection due to the age of the device. Corrective actions are in progress for this issue.

Manufacturer narrative:
There is no known patient involvement. The heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that the device is still in use and is not placed outside the operating room during procedures. The customer stated that they plan to replace the device as soon as possible. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacterium chimaera during in-service. The customer reported that disinfection was routinely carried out according to the instructions for use (IFU). There is no known patient involvement.